Event description:
It was reported that the system 9800 was unable to store images. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge rep performed an on site investigation. The malfunction was verified. It was determined that the hard drive and the single board computer required replacement. They were replaced and the latest software loaded. It was further found that the collimator was not responding properly. It was found that a wire to the iris pot of the collimator had broken. The wiring was repaired. The system was tested and found to be working as intended and placed back into service.